Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. The 4.00x24mm promus element stent was noted to be damaged during preparation, prior to the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. The 4.00x24mm promus element stent was noted to be damaged during preparation, prior to the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. The struts on the third row in from the proximal end of the stent was bunched up and the stent had moved forward distally on the balloon by 8mm. Some of "sturts" towards the distal end of the stent appeared to be flattened and the distal end of the stent was sitting over the distal ro markerband. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon and the tip of the device was visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A visual and microscopic examination found that the hypotube had kinked approximately at 740mm distal from the catheter's strain relief. Several smaller kinks were noticed along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).